Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, cardiohelp (serial number (B)(4)) at (B)(6) hospital, powered off by itself and then restarted by itself. Some errors appeared after the startup. According to the perfusionist, the unit was powered on, the heart lung system (hls) set was connected, pressures zeroed, primed set and rpm set to 2000-3000. The perfusionist was about to prime the unit when the reported event occurred. The perfusionist noted that alarm was heard and the alarm was something with paux. The perfusionist switched to another cardiohelp to proceed. There was no patient involvement during this event. (B)(4).